Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip). It was not reported whether the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of bacterial peritonitis with (B)(6) was unknown. The nurse considered the event of bacterial peritonitis with (B)(6) to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide a causality assessment for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The root cause is use error-poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.